Event description:
It was reported that the pump usb port was observed to be damaged, and pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, it was reported that the pump touchscreen appeared dimmer than usual. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.